Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard drop administration set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: item will not prime.

Event description:
It was reported while using bd maxguard drop administration set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: item will not prime.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 01-nov-2022 h.6. Investigation summary: two samples for model # mx4436 were returned from the customer. It was reported by customer that while using the bd primary gravity IV administration sets the product would not prime was observed. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with water but was not able to prime because of the blue back check valve put on backwards causing injected medication to flow up the IV bag rather than to the patient. So there is an issue of misassembly of the blue check valve which was observed to be assembled upside down. A quality notification was sent to the manufacturer. A device history record review for model # mx4436 and lot number 22019801 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot #2019801 the root causes of this complaint were determined to be no orientation fixture is used and no sequence of operation is followed. A quality alert will be created to prevent this defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.